Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue of unresponsive device. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined. Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with all the available patient information.

Event description:
The customer contacted physio-control to report that their device became unresponsive. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
This case is a duplicate of MFR #0003015876-2020-00040.

Event description:
The customer contacted physio-control to report that their device became unresponsive. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse patient outcome reported.